Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of event, and the user restarted the system to complete the procedure. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfile was checked and found the ¿application error: advanced motion controls (amc) [drive=clea_ceil_carc_box] drive internal hardware error." To resolve the issue, the fse replaced the amc triple servo drive hp-lp-lp, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a geometry movement failure. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.